Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-63909.

Event description:
The customer reported via phone call that he was receiving repeated low glucose alerts from the sensor readings and threshold suspend alarms after he treated for a blood glucose level which was already going back up. The customer also reported there were a few times where he overcompensated because the low sensor readings alarms would not stop and has had bent sensor cannulas. The customer stated that the most recent incident was a few days back. He was at a store and was crashing into things. The sensor was reading in the 100 mg/dl but when he got home and checked his blood glucose, it was 44 mg/dl. The customer also mentioned experiencing high blood glucose as there might have been air bubbles in the tubing. The customer declined troubleshooting.